Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, and no device return or replacement was arranged.